Manufacturer narrative:
Retainer ring = black case type = ngp customer returned pump for an alleged failed batt test on (B)(6) 2023. Pump passed displacement test, active current measurement and sleep current measurement. Pump failed self test due to not vibrating caused by moisture damage on the harness assembly vibrator. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2023 at 04:40:00.000, power loss alarm on 02/19/2023 at 06:45:56.000 and battery failed alarm multiple times on (B)(6) 2023 starting at 05:09:23.000 due to customer's faulty aa battery. Corroded battery tube and detached battery cap contact were noted during visual inspection. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor, harness assembly vibrator and force sensor. The following were noted during visual inspection: cracked battery tube threads, cracked case behind the pump at the battery compartment, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Battery failed alarm was not noted during testing. Failed batt test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received failed battery alert. Troubleshooting was performed and customer confirmed that battery cap and contacts were not damaged or corroded. Issue was not resolved, and customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.